Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened all the buttons dome switch. No moisture damage found on keypad traces, electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed button error. Customer's blood glucose was 115mg/dl. Advised customer the insulin pump will be replaced and revert to back up plan.